Event description:
It was reported by the rep that during an unknown procedure that (2) separate mcm 20's were used. The first device would not fire and the second device fired several times and then stopped and also double fired two clips. The case was completed with a third device and there was no consequence to the pt.